Event description:
It was reported that the deep brain stimulation (dbs) clinical study patient, (B)(6) dbs vercise registry, presented to the emergency room (ER) for a depleted implantable pulse generator (ipg). The patient was re-educated on how to properly charge. Additional information was received that the patient did not experience any symptoms and there was no medical intervention performed in the ER.

Event description:
It was reported that the deep brain stimulation clinical study patient, (B)(4) dbs vercise registry, presented to the emergency room (ER) for a depleted implantable pulse generator (ipg). The patient was re-educated on how to properly charge.